Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the heart was ¿asleep¿ and the cath cannot be placed in a good position. P6 caused a lot of premature ventricular contractions, and the patient was successfully weaned off of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.